Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported a button error alarm. Customer went swimming with her insulin pump on. Customer states that the insulin pump is exposed to fluid. The blood glucose reading is 285 mg/dl. The insulin pump will be replaced. Nothing further reported.